Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of a vented paclitaxel set. It was not possible to effectively clamp the roller clamp. The air could not be shifted out of the line and the device had to be removed before therapy was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, however a companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The device was gravity tested with methylene blue and the liquid flowed correctly through the set. The device as then leak tested underwater with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.